Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec to the reported symptom, turns off without user input, which was reproduced. Eval found depressedcontact pins which caused intermittent power failure. The rear case was replaced.

Event description:
It was reported that a spectrum pump turns off without user input. It was also reported there was no pt injury.